Event description:
The customer reported being in the emergency room with high blood glucose of 500mg/dl. The caller stated that she woke at midnight and her heart was racing as well her blood pressure was 72/65 and her pulse was 139. The caller experienced chest pain. The customer was given insulin and once the pain in chest, back and abdominal pain went away, she was released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.